Event description:
Clinical study. After a coronary drug eluting stenting treatment procedure a target vessel reintervention was performed on the left anterior descending. Additional info has been requested.

Event description:
It was further reported the pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid lad with 100% stenosis and a 2.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 2.5 x 24 mm taxus stent. Kissing balloon inflations in the diagonal branch and distal lad were undertaken prior to stent placement. During the procedure, the second diagonal branch was jailed. Ptca was performed and intracoronary nitroglycerin was administered. Residual stenosis in the stented segment was 0% following post-dilation. There were no reported complications and the pt was discharged the next day. The pt was evaluated 4 mos later. Pt reported becoming more easily fatigued over the preceding few months and also had dyspnea on exertion with strenous activity. Pt reported no anginal chest pain or shortness of breath at rest. An excercise cardiolite stress test undertaken demonstrated evidence of ischemia in the distribution of the lad. Cardiac catheterization revealed: lmca - normal, lad - widely patent mid lad stent; 90% stenosis just proximal to stent; diag2 90% proximal restenosis, lcx - mild luminal irregularities, rca-mild luminal irregularities, lvef - 50% with mild anterolateral hypokinesis. The next day, a 3.0 x 16 mm taxus stent was placed immediately proximal and contiguous to the site of prior stent placement. There were no reported complications and the pt was discharged the next day. Relationship to taxus stent: probable.